Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although physical device was not returned for evaluation, one electronic photo was provided for review. The photo show partial view of three drainage catheters in which the trocar needle was protruded from all the three catheters. Although the needle was protruded from the catheter in the provided photo, it is not sufficient to determine if the product meets the specification. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported length of trocar needle is longer than catheter issue for all the three devices. A definitive root cause could not be determined based upon the provided information. It is unknown whether procedural or manufacturing issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an percutaneous drainage procedure for ascites using the navarre opti drain performed under ultrasound guidance. Prior to the procedure it was identified that the trocar needle length was significantly longer than the associated catheter, resulting in a mismatch. The procedure was completed using another device. There was no patient contact.